Manufacturer narrative:
(B)(4). The analysis results found that the sr75 reload was received with the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. In addition damaged on the proximal left side was noted, as if it was clamped over a hard object. No functional test could be performed due to the condition of the cartridge. A probable cause for the reported incident is that device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device could not fire on the first firing with the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Event date (B)(6) 2016.